Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter needle failed to retract when the button was pressed. The following information was provided by the initial reporter, translated from french: "defective needle retraction button, needle does not retract risks for the patient and the user: aes by puncture".

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes, returned to manufacturer on: 01-jun-2022. Investigation summary bd received an 18 gauge insyte autoguard blood control unit from lot 0248348 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the needle was not fully retracted. Next, the device was inspected under a microscope and it revealed that there was some adhesive attaching the grip to the needle hub preventing successful retraction. Therefore, based off the visual and microscopic inspection the engineer was able to verify the reported defect.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter needle failed to retract when the button was pressed. The following information was provided by the initial reporter, translated from french: "defective needle retraction button, needle does not retract risks for the patient and the user: aes by puncture".